Event description:
It was reported bd nano¿ 2nd gen pen needle was unable to deliver insulin. The following information was provided by the initial reporter: "consumer reported, no insulin flow when taking injection".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-mar-2022. H.6. Investigation: customer returned (19) open 32gx4mm bd pen needles without tear drop labels attached. The customer reported no insulin flow when taking injection. The returned samples were examined, and it was observed that 16 featured a bent non-patient end (npe) cannula and 1 a broken npe cannula. The remaining 2 samples were tested for flow using a test pen injector, and it was observed that both were able to expel properly. The bent and broken npe cannulas would prevent proper flow through the pen needles, hence, the customer would think that the pen needles were clogged. Since all 19 samples were returned after use the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause for this issue is user related. The npe cannulas were bent or broken by the user after handling the pen needles. H3 other text : see h.10.

Event description:
It was reported bd nano¿ 2nd gen pen needle was unable to deliver insulin. The following information was provided by the initial reporter: "consumer reported, no insulin flow when taking injection".